Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the battery oscillator device had a defective control unit, the controller of the handpiece was not working in all of the modes and the oscillation head was cracked. It was further determined that the device failed pretest for functional test and check trigger for electric control unit function. This event did not occur during surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Additional information received on the device evaluation. The assignable root cause for the crack on the coupling tool was due to design/construction. This issue has been raised to a CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.